Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. And replaced the power management board. Unrelated to the reported issue, the fse found a broken trainer connector on the front end board. The front end board was replaced then all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. It is expected that the suspected faulty power management board will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during an education session performed by a getinge therapy specialist, the battery for the cardiosave intra-aortic balloon pump (iabp) was completely discharged despite being plugged in. Attempts were made to plug the iabp unit into different outlets but the same issue was observed. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The failed part was returned to the national repair center (nrc) for evaluation. The power management board will not be tested due to the shorting of q27. Past experience has proven, that when q27 shorts, the batteries will not charge. The nrc sending the board to the supplier for failure analysis only, not for repair. Upon return of the board from the supplier, the board will be scrapped.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11corrected fields: h6 (component codes)

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4(model#), d10(return to manufacture date), g4, g7, h2, h6(impact codes & component codes), h10, h11 corrected fields: e4, g1(contact person), h6(clinical code). The nrc received the failed part back from supplier. The supplier verified the failure and found q27 shorted and q50 reading low resistance. The nrc performed final investigation and the failure analysis is that the shorted q27 compromised the defective q50. The nrc will retain the power management board per procedure.